Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. The reporter stated the pt had been running very high blood glucose for 3 days prior to hospitalization. They report no alert or alarms and there were no indications of a problem with pump delivery. Upon admit, the pt's blood glucose was 664mg/dl, the pt was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the prod was within specification.